Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The olympus onsite support specialist (oss) contacted olympus technical assistance support (tac) via phone. Tac saw that some cabling had been removed from their attachments to various components. Tac was able to get the components functioning so that the procedure could be completed. The oss informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited no external image and the pip ultrasound image is a gray box. The issue occurred during sedation of an unspecified, therapeutic procedure that was completed with the same device. There were no reports of patient harm.